Manufacturer narrative:
The investigation for the product damage has been completed. Pump was not returned for investigation. Images of the damage were not returned as well. Without either of them, the failure cannot be investigated. Therefore, the root cause of the sterile sleeve damage issue was not determined since product was not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an impella 5.5 implanted and the sterile sleeve was broken by the physician. The physician tore/detached the sterile sleeve from the repositioning hub during manipulation for pump repositioning exposing the catheter.